Manufacturer narrative:
The device was received for evaluation and successfully passed testing. All devices must meet all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2023 from the home therapy nurse (htn) of a 59-year-old male patient with a medical history of multiple comorbidities including end stage renal disease, who stated the patient experienced an adverse event (nos) during a hemodialysis treatment on (B)(6) 2023. Emergency medical services (ems) were called, and the patient was transported to hospital and admitted. The patient was discharged on (B)(6) 2023 and resumed therapy with the nxstage system. Additional information was received on (B)(6) 2023 from the home therapy nurse (htn) stating that the patient was admitted with "confusion, aphasia, suspected air embolism". Per the htn, the patient recovered without sequelae. Per the htn, the event is unrelated to nxstage product or therapy. Although requested, additional details were not provided.